Manufacturer narrative:
A visual examination under magnification was performed. Torsional and oblique fracture patterns were found. A torsional fracture pattern likely indicates an excessive twisting load (torsion), while the oblique fracture pattern likely indicates that some side loading (bending) was also applied to driver tip. The driver is not designed to withstand significant side loads and should only be used with torsional loads. Driver tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance.

Event description:
During implantation of a screw into a plate, the driver tip broke in the screw head. The tip of the driver was not able to be removed from the screw head so it was left implanted in the patient.